Manufacturer narrative:
(B)(4). The device is not available for analysis.

Event description:
Per the clinic, the electrode array had extruded into the external auditory canal resulting in the decision to explant the device. The device was explanted (B)(6) 2015.